Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024 . The patient experienced inaccurate cgm values 4 days after the sensor was inserted in the abdomen. On the morning of (B)(6) 2024 , the reading was 300 mg/dl and it was not documented if the patient had symptoms. The patient found the high reading odd; however, she did not check the bg. She changed the unspecified insulin infusion set. At an unspecified time later at 11:30 am, the patient felt funny and the reading on the unspecified pump display device was still reading 300 mg/dl. The last thing she remembered was checking her bg and passing out. The patient remained unconscious until 8 pm. The spouse called 911 to report her missing as she was not answering his calls. At some point the emergency medical services (ems) located her, upon ems arrival, the bg was 119 mg/dl and the reading was still 300 mg/dl on the pump display device. The patient was then administered 1 glucose tab (5mg). The patient eventually regained consciousness and declined to be taken to the hospital. The spouse picked up the patient from the site. At the time of the report, the patient was stable but still shaky and unsteady. The patient reportedly noted that the reason for her passing out was because the wrong high reading of 300 mg/dl which resulted in the unspecified pump (presumably in hybrid-closed loop insulin deliver) giving her a lot of insulin. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to the patient passing out. The reported glucose values fall within the c zone of the parkes error grid after ems arrived. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.